Manufacturer narrative:
Correction - h6.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, it was discovered that the implantable cardioverter-defibrillator was in backup mode. Programming changes were made. The patient was in stable condition.